Event description:
A customer contacted baxter affiliate regarding a broken spike after use. No pt injury or medical intervention was associated with this incident per the international affiliate.

Manufacturer narrative:
Baxter's product surveillance dept is pursuing add'l info regarding this incident. A follow up report will be submitted if add'l info is received.